Event description:
During a routine check of the iabp, the customer reported that when they powered up the iabp, it generated an "electrical test failure code #51" (adjusted motor speed out of specification). No patient was involved.

Manufacturer narrative:
The company representative replaced the motor control pcb (part number: 0671-00-0004). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).